Event description:
The clinician reports the implant was inserted 2019-08-07 in ada 19. On 2019-08-29, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.